Manufacturer narrative:
The investigation confirmed that a higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that an unknown sample interferent, inappropriate pre-analytical sample processing or an unexpected analyzer event had contributed to the result could not be ruled out. The investigation found no evidence to suggest the customer's vitros troponin I es reagent had malfunctioned.

Event description:
A customer complained after obtaining a higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient sample: 2.059 ng/ml vs expected result < 0.034 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory; the patient received multiple medications and was transferred to a cardiac catheterization facility. The customer made no allegation of patient harm occurring as a result of the event. (B)(4).